Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was working well for her symptoms. However, the patient put a heat pad on her back, for a back ache, and she got "really sick" from it and "almost" had to go to the hospital. The patient also used a heating "patch" for fifteen minutes and then started feeling "terrible" and ripped it off. The patient felt "hot all over", had a hard time breathing, and pain "all over her body". The patient thought that "it might have affected her kidneys and that she was going to die". The patient had ice packs put on her and the issues subsided. The patient felt sore "everywhere", nauseated, and was unable to "eat much". The patient stated that she had "some" scheduled appointments with her health care providers (hcp) to determine what was "happening with her health". Four days later it was reported that the device was ok and working but the patient had "other pains" and wanted to do more "testing". The patient stated that in (B)(6) 2013 she was "hurting" and the "implant started all kinds of things". The patient stated that she was "fine" until implant and then got blood clots in her legs. The patient started to receive "shots in the belly with lovenox to put her on coumadin". The patient had not seen the implanting hcp but worked with the manufacturer representative to change her settings. The patient stated that her breasts were "loaded with lumps". The patient's torso was sore and had aches "everywhere". The year prior the patient was taking a "pill" because she got pneumonia and was given "roxicet" for her pain. The patient was unable to take "roxicet" because it made her vomit, but she took one a night around the time of the report for pain and then got constipated. After five days, the patient finally had a bowel movement. The patient stated that she also had "belly gas". The patient was to see the implanting hcp in (B)(6) 2013 and her family hcp the (B)(6) after the report. The patient stated that she turned (B)(6) in (B)(6) and it had been "going downhill". The patient stated that she had three brain surgeries, two strokes, and five aneurisms. The patient also stated that three years prior she was walking through the kitchen, stumbled, fell, and hit her head on a cabinet. It was believed to be a seizure and the hcp had to operate because of a "huge blood clot" in her brain. The patient was left with "big dents in her head" and "some kind of titanium design thing was put in there". Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va03713, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).